Manufacturer narrative:
Unfortunately, the sample was not available for evaluation, therefore, we were unable to determine the exact cause for the issue reported. A review of the applicable manufacturing and quality documentation for lot l6d282 did not identify any issues that may have contributed to the customer complaint. This complaint will be added to the complaint tracking system for trending purposes.

Event description:
During sample removal, the tip of the needle could not be retrieved from the bone in accordance with the procedure. The patient had to be taken back to surgery for removal of the tip from bone.